Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the technical support specialist (tss) connected with the user and confirmed that the nurses were fixed the issue. The tss verified on the server that there were no disconnected downtime flags. The tss confirmed that messages were current. The system functioned as intended after the customer resolved the issue and the tss checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient admitted on this floor was not shown p and override option was not working the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.